Manufacturer narrative:
(B)(4). Device evaluation: the device has been evaluated at the reported condition was not confirmed. The assignable cause could not be determined at this time. Additional: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
The facility representative contacted baxter to report an infusor in which after filling, the device was unable to remove the air in the tubing. Priming and force priming was performed but did not succeed. Normal saline was filled in the device. There was a no flow that occurred. There was no adverse event, patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.